Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not available.

Event description:
The patient presented with protrusio of the acetabular cup requiring revision. The patient had a history of cancer. We used a bone tamp to remove the femoral head and mdm insert. We then used the mdm liner removal instrument to take the liner out of the cup. We then took the screws out of the cup and used the ez out acetabular extractor to take the cup out. We replaced the cup with a gap cup and exeter cemented cup with a 32 head and found the joint to be stable.